Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and display window, and minor scratched lcd window.

Event description:
It was reported that the customer's blood glucose level was in between 400 mg/dl and 500 mg/dl. Her insulin pump had a crack on the hard plastic leading to the screen. She also had a broken belt clip. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.